Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 600 mg/dl. Due to the issue the customer experienced an "abscess in throat." Customer was treated with intravenous fluids of saline and insulin and released from the ER 10 hours later with the issue resolved and no permanent damage. Additionally, the customer was using off label insulin (ademlog) at the time of the event. Reportedly, the customer gave glucagon and zadmalog based off an inaccurate continuous glucose monitor (cgm) reading. The cgm reading was reported a level that was displayed as ¿low¿; however, a specific value was not provided, and the bg meter reading was unknown. Tandem technical support performed a pump system check and confirmed that the pump performed as intended.